Event description:
It was reported that during a gastric sleeve procedure, on the second firing using a blue reload, the motor seemed to grind down low; it was laboring to fire and transect. When the device was opened the cut line was not clean, the tissue looked frayed. There was not good staple formation on the remnant side. The staples formed, but the ¿b¿ was not fully complete. A leak test was done and was negative on the patient side. Seamguard was used. No patient consequences reported. The device was not fired over an existing staple line and no unexpected noises were heard.

Manufacturer narrative:
(B)(4). The analysis found that the ple60a device was received in good visual condition and with two cartridge reloads present. Cartridge (b), was received fully fired and in good visual condition. Cartridge (c) was received fully fired and in good visual condition. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The event could not be confirmed as no malformed staples were noted during functional testing. The firing speed worked as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: what is the lot number? Don't know that. What color cartridge was being used? Blue. What color cartridge was used on the 1st firing? Green.